Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: product was tested prior to use "fine." After firing, staples did not form staple line. No pt injury. Pt is well. Surgery was extended for more 30 minutes. No pt injury was reported.